Event description:
The customer stated that she received a package from her supplier containing 4 cartons of test strips. She stated that the caps were open on all 4 bottles when she opened the cartons. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
Product info for the 3 other bottles of reagent: contour test strips (50); product code: 7098b; lot number: 8ec3c05; manufacture date: 05-2008; expiration date: 05-2010. Contour test strips (50); product code: 7098b; lot number: 7lc3d16; manufacture date: 11-2007; expiration date: 11-2009. Contour test strips (50); product code: 7098b; lot number: 7jc3c02; manufacture date: 09-2007; expiration date: 09-2009.